Event description:
It was reported to tyco healthcare/kendall on 6/20/06, that a customer had a problem with a quinton permcath dual lumen catheter. The customer states that a permcath was placed in a child 5 days ago. When they went to attach a syringe to the blue and red ports on 6/20/06, both were cracked. The customer reports the catheter was removed and replaced.

Manufacturer narrative:
The resident, kate sullivan, was unable to provide a product code or size of the dialysis catheter; therefore, at this time, we are unable to identify the specific product code involved. We requested that the dialysis catheter be returned to tyco healthcare/kendall for identification and eval.